Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal failed to seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical use and no evidence of blood. The delivery device and tension spring were returned outside the loading device. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The tether from the tension spring was cut and the seal not returned. We are unable to evaluate the seal for the reported leak. The following measurements were taken; the inner delivery tube diameter was measured as 0.198 in. The outer diameter was measured at 0.221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the results of the investigation the reported complaint is unable to be confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal failed to seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.